Event description:
It was reported by field service report: symptom: pump stopped pumping. Display info present. As a result, the pump was exchanged.

Manufacturer narrative:
Product will not be returned for evaluation. Findings/action taken: biomed technician could not duplicate the problem. The field service representative instructed the biomed technician to check all the connections. The pump was returned to service.